Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: the ok button contact was cracked. Contamination was found on the keypad button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button contact was cracked and contamination was found on the button contacts. This report is made based on results of investigation completed on (B)(6) 2017.